Manufacturer narrative:
No product is being returned for evaluation and not lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clips failed on 2 cases. One clip failed on the cystic duct. A more detailed description would be that the clips were applied in the usual fashion and on re-exploration; the clips were not on the cystic duct. The unintended materials left in the patient were failed clips. The one pt with the failed clip on the cystic duct had an abdomen full of bile which is painful and can lead to severe, life-threatening complications. Required second operation." Pt status: "stable & re-operation".